Event description:
It was reported from (B)(6) by medical staff that a patient experienced the controller changing power ports while ambulating outside of the outpatient center. The controller was exchanged; there were no reported clinical consequences or impact to the patient. All batteries were also exchanged from facility stock. No additional information was provided. This is report 2 of 3.

Manufacturer narrative:
The returned battery ((B)(4)) passed external visual inspection and failed functional testing. During ti testing, the battery exhibited a high max error, indicative of a unit that is out of calibration. During controller log file review was found evidence of usage behavior which could cause an elevated me. Also, the log file review revealed that the controller serial (B)(4) logged a critical battery one (1) alarm for battery serial (B)(4) within the analyzed period. Also, potential premature switching events between the battery and the controller were noted. As a result the battery failed to perform as per specification. This issue is being under investigation by the manufacturer. This is two of three reports (3007042319-2015-01022, 3007042319-2015-01023 and 3007042319-2015-01024) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis reviewed on (B)(4) 2015: (B)(4) - normal power consumption; 4 low flow alarms have been logged since april 21, 2015. The current low flow alarm limit is set to 2.5 lpm. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01022, 3007042319-2015-01023 and 3007042319-2015-01024) submitted for devices related to the same event.